Event description:
I had prk lasik surgery. I now have a very high reading rx 3.25 and still need mild rx for distance. I have severe dry eyes. I now need to use eye drops 4+x/day and need to have the tear ducts plugged. I also have to use restasis prescription drops 2x daily. I also am taking theratears nutrition omega-3 capsules daily for dry eye problems. I was told I would need reading glasses after this procedure, but the rx is very high. I only needed 2.50 distance rx prior to surgery and no reading rx. I must tell you that I also work with the md that did my surgery and feel that I was not informed well. I know that I was over-corrected with this procedure. But I had much discomfort with the recovery. It has been over one year and I still have issues. I am distraught emotionally to accept the high dependency on the close vision needs. I no longer can see in the mirror clearly. I need glasses to see the food I am eating from my plate. It has been quite an emotional rollercoaster. I need my reading rx as well as magnifying mirror just to tweeze my eyebrows! This has been extremely upsetting as I know I will probably continue to need stronger reading rx help as I grow older. I did bring this to the attention of the management at my workplace, and they only responded "I guess you are just in the percentage of people that are not satisfied with the process." How is that for an employee of this practice! I work for opticare.